Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 13 x 100 mm x 6.0 ml bd vacutainer plus plastic tube with bd hemogard closure broke during centrifugation. After placing the tube in the centrifuge and removing the, tube cap the clinical laboratory employee cut his finger and had to be sutured. The employee received post exposure lab work to test for (B)(6) and the test results were (B)(6).

Manufacturer narrative:
A sample was not returned for evaluation, however, the customer provided three photos of the device and its associated defect. A photo inspection confirmed the customer's reported defect (serum tube breakage). A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5205630. Although the customer's photos confirmed the indicated failure mode, an absolute root cause for this incident cannot be determined as no issues related to the manufacturing process could be identified as a contributor to the reported failure.